Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault for the second time in 2 months. It was noted that the battery was previously replaced on 28sep2023. Log files were submitted for review and captured backup battery fault alarms on 27nov2023. The patient was asymptomatic. The system controller was exchanged to resolve the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The controller event log files contained data spanning 5 days (24nov2023 ¿ 28nov2023 per the timestamp). A backup battery fault alarm activated on (B)(6) 2023 at 16:49:55 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable threshold. The driveline was disconnected on (B)(6) 2023 at 15:19:24 to exchange the system controller and the controller was powered down at 15:19:44. The backup battery fault alarm remained active until the controller was powered down. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarm, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.